Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure for banding in the esophagus on (B)(6) 2013. According to the complainant, during the procedure, only one band deployed successfully but the next band did not. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned speedband superview super 7 device noted that the tubing, handle and ligator were returned. The ligator was returned with one band partially deployed and one band loose; damage was noted to one of the teeth. The trip wire was not cinched into the handle slot and there was no deformation to indicate that the wire had previously been properly cinched. The wire was wound around the spool several times. The suture was intact and tied to the trip wire. The handle rotated freely when turned. Based on the evaluation of the device and evaluation of returned devices with similar issues, it appears that the trip wire was not properly secured during the procedure, which then impacted the deployment activity of the bands. Therefore, ¿user / use error¿ is selected as the most probable root cause classification. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure for banding in the esophagus on (B)(6), 2013.according to the complainant, during the procedure, only one band deployed successfully but the next band did not. The procedure was completed with another of the same device.there were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.